Event description:
The pt reported a loss of therapeutic effect following a device system replacement in sept. The new pump and catheter were placed and the new 40 ml pump was filled and programmed as a 20 ml pump. The pump ran dry mid november. And continued to run dry until the middle of december. The pt reported the issue was resolved by the hcp. Add'l info has been requested from the hcp but was not available on the date of this report.